Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) regarding an error on the dimension rxl max with hm instrument. Siemens remotely assisted an operator in troubleshooting an "incorrect vessel during hm wash" error. As per siemens instructions, the operator removed the heterogeneous immunoassay (hm) wash wheel and vessels from the wash wheel. During this process, liquid from the reaction vessel contacted the operator's glove and the operator touched her chin using this gloved hand. The operator washed her chin and reinstalled the hm wash wheel and loaded and unloaded the vessels from the wash wheel. Siemens reminded the operator that the fluid from the reaction vessel is biohazardous and the dimension rxl max operator's guide indicates: "warning: the used reaction vessels and waste container liner are biohazards". The operator was exposed to fluid from the reaction vessel due to the operator's method in handling biohazards. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
While troubleshooting an "incorrect vessel during hm wash" error on a dimension rxl max with hm instrument, an operator touched her chin using her gloved hand. The glove contained fluid from the reaction vessel. The operator washed her chin and did not seek further medical treatment. There are no known reports of adverse health consequences due to the operator's exposure to fluid from the reaction vessel.